Event description:
On (B)(6) 2013, the pt underwent endovascular treatment of an iliac aneurysm with a system of gore excluder aaa endoprostheses. During the procedure, the trunk-ipsilateral and iliac extender components were deployed as planned. It was reported that the pt suddenly became hypotensive. The physician initially suspected the pt had an acute cardiac tamponade. A pericardial window was performed in an effort to drain excess fluid. It was then confirmed the pt actually had a thoracic aneurysm rupture. The pt expired shortly afterward. It was reported the pt had initially presented with a 5cm descending thoracic aneurysm. The cause of the rupture and death is unk, but the physician indicated that the rupture was not related to the gore devices.

Manufacturer narrative:
Additional excluder device included in this report: rmt231218/ 10608330. A review of the mfg records for the devices verified that the lots met all pre-release specifications.